Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of tissue damage and unchanged mitral regurgitation (mr) as listed in the mitraclip system instructions for use , are known possible complications associated with mitraclip procedures. Based on the available information, the reported difficult or delayed positioning (leaflet grasping), incomplete coaptation/slda, and poor image resolution appear to have been results of challenging patient anatomy. The reported tissue damage and unchanged mr appear to have been cascading events of the reported incomplete coaptation/slda. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. And tissue damage. It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with mr grade of 4. Echocardiogram imaging was difficult due to the thinness of the posterior mitral leaflet. The first clip was implanted without issues. To further reduce mr, a second mitraclip delivery system (cds) was advanced to mitral valve. Grasping the leaflets was difficult because the posterior leaflet was tethered and very thin. Eventually the leaflets were grasped, and the clip was deployed. However, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A posterior leaflet tear was noted, and mr returned to 4. No additional clips were attempted. The patient was placed on a balloon pump as a precautionary measure and the procedure was aborted. No additional information was provided.